Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a routine device change out the right ventricular lead had an increase in threshold resulting in loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The returned full lead was thoroughly analyzed electrically and visually in an attempt to find an explanation for the increasing threshold described in the event. There were no anomalies observed on the full lead. All electrical and visual analysis testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned without explant damage and blood ingress was not observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.